Event description:
It was reported that water had entered the pump after the customer jumped into a pool, though the customer was not underwater deeper than three feet or for longer than 30 minutes. There was no adverse impact to the customer¿s blood glucose level. A replacement pump was arranged to be sent to the customer, who will use manual injections for insulin therapy.